Event description:
It was reported that during follow-up in clinic, the patient presented with oversensing due to noise that resulted in loss of capture on their right ventricular lead. Programming changes were made to address the issue. There were no patient consequences and the patient was stable.

Event description:
New information received notes that patient's right ventricular lead will not be returned and the investigation codes were updated.